Event description:
It was reported that during surgery the inner sleeve of the lag screw removal wrench broke when removing the lag screw. Device's retaining rod had to be cut to remove the lag screw. A delay of 3 hours was reported. No injury reported. No back up device available was reported.

Event description:
It was reported that during surgery the inner sleeve of the lag screw removal wrench broke when removing the lag screw. Device's retaining rod had to be cut to remove the lag screw. No delay or injury reported. No back up device available was reported.

Manufacturer narrative:
The associated lag screw removal wrench was not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. It was reported that the retaining rod had to be cut due to the centering sleeve which had fused to the lag screw, as the implant was in the patient for 20 years. The device was manufactured in 2014, which suggests it has been in use for some time. The lag screw removal wrench is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.